Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The photo and medical record reviews are pending. The investigation is currently underway.

Event description:
It was reported approximately three months post port placement the device allegedly could not aspirate, the patient allegedly had another access site created. It was further reported that the device was removed and replaced.

Manufacturer narrative:
Manufacturing review: as the lot number was not provided a manufacturing review could not be performed. Investigation summary: although the sample was not returned for evaluation, one electronic photo sample was provided for review. The investigation is inconclusive for inability to infuse / aspirate, as the photo review and medical record review could not confirm a deficiency/ functional issue; the photograph was of the patient after the replacement of the device related to this complaint. The medical record review documented the insertion of the port, but did not reveal detail concerning the reported difficulty of aspiration/infusion. Although a definitive root cause could not be determined, blockage via drug precipitate or thrombus/insufficient flushing, pinch-off, fibrin sheath, etc. Could have potentially caused or contributed to the reported event. Labeling review: a review of potentially applicable product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately three months post port placement, it was allegedly unable to be infused and aspirated. Reportedly, the patient alleged pain while accessing the port. It was further reported that the device was removed and replaced. The patient was reported as stable post procedure.